Event description:
Info received indicates the bed has no power.

Manufacturer narrative:
After replacing the head motor and drive, the tech found the logic circuit board was shorted due to fluid ingress. He replaced the logic circuit board to repair the bed.